Manufacturer narrative:
The device was returned for analysis. The reported hub break was confirmed and a leak was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported hub break; however, factors that may contribute to hub breaks include, but are not limited to, material damage, mishandling by user, and interaction between the hub and other device (stopcock, indeflator, etc.). Additionally, the noted hub leak appears to be related to the reported hub break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat an unspecified artery. An indeflator was being connected to a 3.5x33 mm xience sierra stent delivery system (sds) catheter; however, the hub cracked. The sds was removed from the patient. The procedure was successfully completed with a new unspecified sds. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis revealed that there was a leak observed at the noted crack in the hub. No additional information was provided.